Event description:
Procedure type: billroth ii subtotal gastrectomy. According to the reporter: during the original procedure, in 2008, the stapler was used to cut and staple the duodenum. Post-operatively, the surgeon found an anastomotic leakage at the duodenal stump. The leak was found through using an egd (esophageal-gastro-duodenum) scope. The pt was reoperated on approx two and a half months later.